Event description:
It was reported that the implantable pulse generator (ipg) appeared to be underreporting atrial fibrillation (af). There was no delay in atrial high rate collection, but post-modeswitch overdrive pacing (pmop) is on and it is believed to be affecting the at/af burden. Additional information was obtained from the nurse indicating no changes were made with the device and the issue was not of concern because the counting occurred in the current setting. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).